Manufacturer narrative:
Investigation: the disposable sets were received for investigation. Samples from the sets were tested and measured in terms of the concentrations of the free hemoglobin of the supernatants. The concentrations of five out of eight samples fell within a range from 20mg/dlto 160 mg/dl. The other three samples from sets was less than 20mg/dl. The manufacturing and testing records were reviewed with no issues noted. Hemolysis testing was performed on the cationized and super-cationized membranes from atypical hemolyzed lot with hemolysis found. The pre-treatment process of cationization had been switched to another machine, affecting this lot. Three retention samples from this production number were visually examined. One bag was tested for solution volume and two were tested for the composition of the solution. There were no abnormalities in appearance and measured value conformed to in-house standards. Root cause: the two samples with the concentration of free hemoglobin less than 20mg/dl inferred that the plasma had been affected by the abnormality in color mainly caused by red blood cell contamination, rather than being hemolyzed. A definitive root cause for the red blood cell contamination could not be determined. The following possible root causes are: characteristics of blood e.g. Heavy milky plasma. Termination condition of plasma separation. Red blood cells remaining in the upper part of a bag after centrifugation. The third sample with the concentration of free hemoglobin less than 20mg/dl inferred that the plasma strongly exhibited a yellow color like hyperbilirubinemia and caused abnormality in the color, rather than being hemolyzed after centrifugation. A definitive root cause for the remaining five samples could not be determined. The following possible root causes are: it is possible that the high cationization levels of the filter is causing the hemolysis. The pre-treatment process for cationization was moved to another machine. Hemolysis can also be caused by the following:-characteristics of blood e.g. Red blood cell fragility.-bacterial contamination-excessively cooling-filter clogging corrective actions the pre-treatment process of cationization has been moved back to the original machine. Where aggregation is observed in blood prior to filtration, the leuko reduction filter is likely to clog or a filtration rate is likely to slow. A risk for the development of blood aggregates can be decreased by throughly agitating blood during and at the end of blood collection so that filter blockage can be prevented. Also, in order to consider reducing a risk for slow blood flow,the bag should be agitated before the start of filtration to evenly disperse the separated blood components.

Event description:
The customer reported that they had eight units of plasma derived from whole blood with are tinged. They believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.